Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: catheter. Correction to include additional 8780 catheter involved in event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6). Implanted: (B)(6) 2019. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(6), ubd: 08-may-2020, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving lioresal (2000mcg/ml at 200mcg/day, previously 960mcg/day) via an implantable pump. It was reported that the patient had a pump replacement due to a normal elective replacement indicator on (B)(6) 2025. The catheter was successfully aspirated and primed at the replacement. The patient went into the emergency room on (B)(6) 2025 with slight signs of withdrawal, including a low fever of 100.8 and a slight increase in spasticity. The physician decided to entirely replace the catheter on (B)(6) 2025. The catheter was successfully aspirated and primed. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that the signs of withdrawal resolved.